Event description:
It was reported that a large volume infusor leaked. This was noticed after the device was filled with fluorouracil and 5% dextrose in water in the hospital pharmacy, while the device was being removed from the storage bag, and before patient use. The reporter stated that liquid was observed in the bottom of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot was manufactured from june 27, 2014 to june 28, 2014. The device was discarded; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.